Event description:
The customer reported that a previously typed d sample reacted negative in the anti-d microtube using mts a/b/d monoclonal and reverse grouping card lot # 062706037-05 on the ortho provue analyzer. The customer repeated the sample in manual gel and tube method and obtained a positive reactivity with anti-d antisera. Results did not match historical patient data, preventing erroneous results from being reported. However, if this incident were to recur undetected, erroneous results could be reported. This event is also being reported on medwatch MFR# 1056600-2007-00074, to document the ortho provue analyzer lot # indicated in this report.

Manufacturer narrative:
Returned samples were tested by mts quality control with retain and returned cards from mts a/b/d monoclonal and reverse grouping card lot # 062706037-05 and alternative lot on the ortho provue and in manual gel test. Variability of test results obtained with the sample when tested with different gel card lots indicated that the sample is a very weak d, reacting inconsistently in gel and weakly positive in tube. The customer's complaint was confirmed. Incident is most likely sample related. However, gel cad malfunction could not be ruled out as a contributing factor. Labeling cautions the user as follows: very weak expressions of the d antigen may not be detected by the mts monoclonal anti-d gel card. In instances where confirmation of d negative antigen status is required, negative d reactions obtained with the mts monoclonal anti-d should be retested with an anti-d reagent licensed for antiglobulin phase testing. The category dvi epitope expression of the d antigen has not been found positive with this reagent.